Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that patient's left hip was revised. Revision was due to infection (reported by surgeon, not reported if clinically confirmed). Rep reported that surgeon performed an I&d with washout. No allegations against stryker devices. A 26 +0 metal head and 46mm bipolar component were implanted.